Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that while at the (B)(6) tradeshow, (B)(6), a masimo employee, wanted to check her blood pressure. The adult cuff was used, the device was put into the adult mode. The results were 141/80 (in that range, I don't recall exactly). She thought that seemed a bit high since she had been checked recently. We repeated the test a 3 times and it remained in the same range. Since my bp is usually low, we checked mine to compare. Mine was also in the 140/80's range, using the same cuff. This is extremely high for me, it's usually 118/70's. No consequences or impact to patient were reported.